Event description:
In 3/2002, revision surgery was performed due to infection. The surgeon did not contact advanced bionics prior to explant or re-implantation because the infection was not "device related". The pt was reimplanted with another clarion device.